Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that during threshold testing, the patient's right atrial (ra) lead was over-sensing far-field r waves. The patient's physician was notified, no programming changes were made, and the lead remains in use. No patient complications have been reported as a result of this event.